Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("chronic belly aches") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), menorrhagia ("haemorrhagic menstrual periods that lasted 7 days"), sinusitis ("recurrent sinusitis"), urinary tract infection ("recurrent urinary tract infections"), throat irritation ("a discomfort in the throat"), vision blurred ("blurred vision"), abnormal weight gain ("a large weight gain"), abdominal distension ("very swollen belly"), back pain ("lower back pain"), fatigue ("mainly constant and increasing fatigue for no reason"), alopecia ("lose her hair enormously"), dizziness ("often have dizziness") and loss of libido ("loss of libido that imperils her couple"). At the time of the report, the abdominal pain, menorrhagia, sinusitis, urinary tract infection, throat irritation, vision blurred, abnormal weight gain, abdominal distension, back pain, fatigue, alopecia, dizziness and loss of libido outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dizziness, fatigue, loss of libido, menorrhagia, sinusitis, throat irritation, urinary tract infection and vision blurred with essure. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-dec-2018. The most recent information was received on 22-mar-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pains") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic belly aches"), menorrhagia ("haemorrhagic mesntrual periods that lasted 7 days / menstrual flow increased"), sinusitis ("recurrent sinusitis"), urinary tract infection ("recurrent urinary tract infections"), throat irritation ("a discomfort in the throat"), vision blurred ("blurred vision"), abnormal weight gain ("a large weight gain"), abdominal distension ("very swollen belly"), back pain ("lower back pain / lumbar pains"), fatigue ("mainly constant and increasing fatigue for no reason / asthenia"), alopecia ("lose her hair enormously"), dizziness ("often have dizziness"), loss of libido ("loss of libido that imperils her couple"), dysmenorrhoea ("secondary occurrence of dysmenorrhea") and neck pain ("neck pain"). The patient was treated with surgery (salpingectomy with bilateral horn removal). Essure was removed on (B)(4) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, sinusitis, urinary tract infection, throat irritation, vision blurred, abnormal weight gain, abdominal distension, back pain, fatigue, alopecia, dizziness, loss of libido, dysmenorrhoea and neck pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dizziness, dysmenorrhoea, fatigue, loss of libido, menorrhagia, neck pain, pelvic pain, sinusitis, throat irritation, urinary tract infection and vision blurred with essure. The reporter commented: sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-mar-2019: events added: secondary occurrence of dysmenorrhea with menstrual flow increased associated to asthenia and pelvic pains associated to neck pains. Essure was removed through salpingectomy with bilateral horn removal. Sample was available. After review of the newly available information, event abdominal pain was downgraded to non-serious, other event; pelvic pain was assessed as serious, incident event; FDA codes were updated. It has been newly reported that the essure sample is available and the retrieval of the devices will be initiated. Once retrieved, a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1820389) on (B)(6)2018. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pains") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominoplasty in 2018. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic belly aches"), menorrhagia ("haemorrhagic mesntrual periods that lasted 7 days / menstrual flow increased"), sinusitis ("recurrent sinusitis"), urinary tract infection ("recurrent urinary tract infections"), throat irritation ("a discomfort in the throat"), vision blurred ("blurred vision"), abnormal weight gain ("a large weight gain"), abdominal distension ("very swollen belly"), back pain ("lower back pain / lumbar pains"), fatigue ("mainly constant and increasing fatigue for no reason / asthenia"), alopecia ("lose her hair enormously"), dizziness ("often have dizziness"), loss of libido ("loss of libido that imperils her couple"), dysmenorrhoea ("secondary occurrence of dysmenorrhea") and neck pain ("neck pain"). The patient was treated with surgery (salpingectomy with bilateral horn removal by laparoscopy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, sinusitis, urinary tract infection, throat irritation, vision blurred, abnormal weight gain, abdominal distension, back pain, fatigue, alopecia, dizziness, loss of libido, dysmenorrhoea and neck pain outcome was unknown. The reporter provided no causality assessment for loss of libido with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dizziness, dysmenorrhoea, fatigue, menorrhagia, neck pain, pelvic pain, sinusitis, throat irritation, urinary tract infection and vision blurred to be related to essure. The reporter commented: sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: removal questionnaire received. Primary reason for removal:occurrence of dysmenorrhea, menstrual flow increased, asthenia, lumbar pains, pelvic pains, neck pains. Onset date updated to (B)(6)2014. Reporter consider that essure caused or contributed to the events. No other new medical information was provided. Case closed it has been newly reported that the essure sample is available and the retrieval of the devices will be initiated. Once retrieved, a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: b)(4)) on (B)(6) 2018. The most recent information was received on 27-may-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pains') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominoplasty in 2018. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic belly aches"), menorrhagia ("haemorrhagic mesntrual periods that lasted 7 days / menstrual flow increased"), sinusitis ("recurrent sinusitis"), urinary tract infection ("recurrent urinary tract infections"), oropharyngeal discomfort ("a discomfort in the throat"), vision blurred ("blurred vision"), abnormal weight gain ("a large weight gain"), abdominal distension ("very swollen belly"), back pain ("lower back pain / lumbar pains"), fatigue ("mainly constant and increasing fatigue for no reason / asthenia"), alopecia ("lose her hair enormously"), dizziness ("often have dizziness"), loss of libido ("loss of libido that imperils her couple"), dysmenorrhoea ("secondary occurrence of dysmenorrhea") and neck pain ("neck pain"). The patient was treated with surgery (salpingectomy with bilateral horn removal by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, sinusitis, urinary tract infection, oropharyngeal discomfort, vision blurred, abnormal weight gain, abdominal distension, back pain, fatigue, alopecia, dizziness, loss of libido, dysmenorrhoea and neck pain outcome was unknown. The reporter provided no causality assessment for loss of libido with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dizziness, dysmenorrhoea, fatigue, menorrhagia, neck pain, oropharyngeal discomfort, pelvic pain, sinusitis, urinary tract infection and vision blurred to be related to essure. The reporter commented: sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. It has been newly reported that the essure sample is available and the retrieval of the devices will be initiated. Once retrieved, a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.